Event description:
The manufacturer's representative reported taht the pump was replaced due to a "possible rotor stall; close to low battery life." The patient was experiencing returning of spasticity. The pump is programmed to deliver lioresal 2000 mcg/ml at a daily dose of 420 mcg/day. The pump was implanted for 58 months, cerebrospinal fluid backflow was observed when catheter disconnected from pump intraoperatively. Final patient outcome not reported.

Manufacturer narrative:
H6 - the device has been returned to the manufacture for analysis which is not complete as of the device of this report. A follow-up report will be sent when the analysis is complete.